Event description:
Customer reported experiencing a current low blood glucose level, with the lowest value noted at 42 or 44 mg/dl. The suspected cause of the low blood glucose was unknown. Customer took corrective action by consuming carbohydrates and glucose tablets. Customer planned to contact their healthcare provider and declined further troubleshooting from technical support.